Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 280 events were originally reported for this failure mode during the reporting quarter. - 18 events were inadvertently excluded. - 4 previously reported events were included under MFR report # 0001811755-2020-01951 but should be included under this report. - 1 previously reported event was included under MFR report # 0001811755-2020-01987 but should be included under this report. - 303 reported events are included in this follow-up record. Product return status: 196 devices were received. 105 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status: 301 reported events were confirmed. Evaluation results: 301 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 303 malfunction events in which the device had paint chips missing. - 303 events had no patient involvement; no patient impact.

Event description:
This report summarizes 303 malfunction events in which the device had paint chips missing. 303 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 303 previously reported events are included in this follow-up record. Product return status: 192 devices were received. 111 devices were evaluated in the field.

Event description:
This report summarizes 303 malfunction events in which the device had paint chips missing. - 303 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 303 previously reported events are included in this follow-up record. Product return status 191 devices were received. 111 devices were evaluated in the field. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 280 events were reported for this quarter. Product return status: 113 devices were received. 28 devices were evaluated in the field. 139 device investigation types have not yet been determined. Event confirmation status: 141 reported events were confirmed. Evaluation results: 141 devices were found to be affected by missing paint chips. 280 devices were not labeled for single-use. 280 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 280 </noe> malfunction events in which the device had paint chips missing. 280 events had no patient involvement; no patient impact.